Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery / (B)(4)/model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4), return date: 2018-05-03, device evaluation anticipated, but not yet begun mfg date: 2017-07-31 (B)(4). Other devices involved in this event: heartware ventricular assist system -battery/ (B)(4)/model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4), return date: 2018-05-03, device evaluation anticipated, but not yet begun mfg date: 2017-07-31 (B)(4). Other devices involved in this event: heartware ventricular assist system -battery/ (B)(4) /model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4), return date: 2018-05-03, device evaluation anticipated, but not yet begun mfg date: 2017-07-31 (B)(4). Other devices involved in this event: heartware ventricular assist system -battery / (B)(4)/model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4), return date: 2018-05-03, device evaluation anticipated, but not yet begun mfg date: 2017-07-31 (B)(4). Heartware ventricular assist system -battery/ (B)(4)/model #: 1650de / expiration date: 2017-02-28 UDI #: (B)(4), return date: 2018-05-03, device evaluation anticipated, but not yet begun mfg date: 2016-02-28 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller and associated batteries exhibited power switching. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) controller (con307866) and five (5) batteries (bat584120, bat584119, bat584123, bat584122, bat215353) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed a hairline crack surrounding power port 1. An internal visual inspection did not reveal fluid ingress. The hairline crack is not related to the reported event. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat584120, bat584119, bat584122 and bat215353 and premature power switching events due to communication errors involving bat584119 and bat584123. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Battery bat584120 d4: expiration date: 2018-07-31 UDI #: 00888707000369 h3: yes h4: mfg date: 2017-07-31 h5: no h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery bat584119 d4: expiration date: 2018-07-31 UDI #: 00888707000369 h3: yes h4: mfg date: 2017-07-31 h5: no h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery. Expiration date: 2018-07-31 UDI #: (B)(4). Yes h4: mfg date: 2017-07-31. No. FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery bat584122 d4: expiration date: 2018-07-31 UDI #: (B)(4). Yes h4: mfg date: 2017-07-31. No. FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery bat215353. Expiration date: 2017-02-28 UDI #: (B)(4). Yes h4: mfg date: 2016-02-28. No. FDA method code(s): 10, 4112. FDA results code(s): 3213. FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.